Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to protruded/ and loose drive support disk. Insulin pump passed an unexpected restart test. No unexpected restart noted. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer recieved a compromised force sensor system alarm while attempting to refill their insulin pump with insullin. The customer stated that the insulin pump kept on resetting. The customer's blood glucose was 108 mg/dl. The customer stated that the insulin continued to drip after the motor stopped during the manual rewind process. Troubleshooting was done. The customer stated that the drive support cap was sticking out. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.